Event description:
The clinician reports the implant was inserted 2024-07-24 in ada 30. Details of surgery: implant surface not completely covered with bone. On 2024-08-08, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.